Event description:
Qatar. Allegedly, a patient is experiencing bilateral rupture of her breast implants that were placed in (B)(6), in (B)(6) 2023 (sn: (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture